Event description:
During evaluation of a returned spectrum iq pump, the device's alarmed false air-in-line. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed air-in-line. A review of the event history log revealed "air-in-line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor. The ultrasonic sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.